Event description:
It was reported that the pt had a flipped pump. The pt stated that the hcp tried to turn the pump, but was unsuccessful. The pt stated that she was still healing from her initial pump implant in (B) (6). She had difficulty giving herself a bolus, but was able to manually move the pump and place the ptm (personal therapy manager) on it. She felt that the pump moved around a lot and that the catheter had "still not scarred into place." The medication being delivered via the device system was not reported. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.

Manufacturer narrative:
(B) (4).